Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6), 2011. According to the complainant, on (B)(6), 2011 the cap on the button device was loose and leaked enteral nutrition. A new button replacement gastrostomy device was placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the device revealed the flange plug to be in closed position. The button body, inner diameter was pin gauged and measured it was found to be within specifications. The flange plug outer diameter was measured and found to be within specifications. A functional evaluation was performed by inserting the flange plug into the button body with no issue. A second functional evaluation was performed by placing a syringe in the body and pulling a vacuum. The button body collapsed and reflux valve held as expected. A third functional evaluation was performed by inserting the syringe filled with water and injecting water through the device without issue. A vacuum was then pulled with water in the button body. The button body collapsed and reflux valve held as expected. A fourth functional evaluation was performed by cutting the button body in half, closing the button flange plug into the body, inserting the syringe into the button body and injecting water against the flange plug. No leaks were noted and flange plug remained closed while undergoing pressure. The condition of the returned unit was not consistent with the complaint incident that the plug/ cap would not close. The button components were within specification and no issues were noted during the functional evaluations of the flange plug, therefore the most probable root cause is not confirmed. A review of the device history record was performed for lot 13771028 and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 13771028.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6), 2011. According to the complainant, on (B)(6), 2011 the cap on the button device was loose and leaked enteral nutrition. A new button replacement gastrostomy device was placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.